Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device had over infusion of medication. There was patient involvement with unknown impact.

Event description:
It was reported that the device had overinfusion of medication. There was patient involvement with unknown impact. A copy of the medwatch report from FDA was received, which states, "IV fluid infusion".

Manufacturer narrative:
Correction: describe event or problem, FDA notified?. Additional information : report source, report source other.

Event description:
It was reported that the device had overinfusion of medication. There was patient involvement with unknown impact.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device evaluated by MFR: device was not returned to manufacturing facility.